Event description:
During surgery the femoral component was cemented in place, mobile bearing trail insert was placed and as the knee was in flexion it is believed the back lip of the bearing forced the femoral component away from the distal femur by 4-5mm. When the knee was extended the femoral was still not seated completely unbeknownst to the surgeon and the cement set up with the femoral component no fully seated. The femoral component was extracted, causing a 35-40 minute delay in surgery.

Manufacturer narrative:
Eval was not possible, as the product was not returned. The trial insert lot number required to review the device history records was not provided. A search of the complaint database did not reval any other reports for the 9510xx rpf trial insert product family or product code 950016 femoral components. The investigation could not verify or draw any conclusions about the root cause of the reported event without the devices to examine. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. Monitor through trend analysis.